Manufacturer narrative:
H3: analysis of recharger; model #: 97755; s/n:(B)(6) reveled: no device found message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated the recharger paddle had been getting pretty hot when recharging the implant for maybe a month or so. A request was sent to repair to replace the recharger. Doctor passed away, agent emailed listings to caller. Caller said this morning they noticed the stimulation was somehow turned off and they didn't remember how to turn stim back on. Caller confirmed the implanted neurostimulator battery was empty when they went to charge last. Agent walked caller through turning stimulation back on using the top white button on the controller. Caller confirmed stim was back on and patient could feel it.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.